Event description:
Doctor informed that the valve presented leak in top of shunt during the procedure. Device validity: (B)(4). On (B)(6)2012, the affiliate informed that there was no adverse event to the patient and there was not any delay in the surgery greater than 30 minutes. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the valve is a precision valve with 4 dots. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.